Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 37742, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported there was poor communication with the patient programmer, the poor communication screen, and that they were unable to communicate using the recharger. The patient had been "good" for the last couple of years so they hadn't been using or charging the system. Within the last two and half weeks to 10 days around the end of july, the patient fell twice and twerked her back at the location where she had her fusion. This was a sudden change. She tried to use her implant but couldn't. The last time she felt stimulation or had a successful charge session was two years prior. The patient was redirected to their healthcare professional. Additional information received from the consumer reported that the battery was replaced because it was 9 years old and no longer worked. It was noted the new one was working great and was giving the patient some much needed pain relief. Relevant medical history includes multiple back operations.